Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the fully charged autopulse li-ion battery (B)(4) ran out of voltage after over 5 minutes of use on the autopulse platform (B)(4). Another fully charged autopulse battery (B)(4) was used to continue with treatment and after over 10 minutes, same issue happened, the autopulse li-ion battery ran out of voltage. No consequences or impact to the patient. Please see the following related MFR reports: MFR 3010617000-2023-00126 for the autopulse li-ion battery (B)(4). MFR 3010617000-2023-00134 for the autopulse li-ion battery (B)(4).